Event description:
Pacemaker implanted 12/1997. Pacesetter model 2360l. Rep from co determined it was faulty, explanted 4/6/98. New pacemaker inserted. "Replace pulse generator pacing the ventricle, rate 190; could not be terminated with magnet.